Manufacturer narrative:
The actual complaint unit is not available for evaluation because the patient discarded it. Batch record review of the reported lot was performed and no deviations were noted. Chemistry testing on a retained unit was performed; all results were within specification.

Event description:
A contact lens technician from an optometrists' office reported that a pt experienced infiltrative keratitis following use of complete moistureplus multi-purpose solution. Despite follow-up attempts, no information received regarding treatment. The patient recovered and successfully resumed lens wear with complete moistureplus.